Manufacturer narrative:
Additional information provided: the manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient is scheduled for cross linking.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
Center director reported ectasia in a patient's right eye 5 years and 20 days post lasik. Topography was reported to have been suspicious. Patient reported that vision had been unclear for six months. Reporter informed that another physician has been consulted on the issue. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).